Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation tibia procedure, it was discovered that the small battery drive device was running on its own without the trigger being pushed. It was reported that this event did not affect the surgery since the device was on the back table and had not yet been used on the patient. It was reported that there was no delay and a spare device was available for use. It was reported that the surgery was successfully completed with no further incident. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the complaint that the drill was intermittently running on its own even without the trigger being pushed could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the coupling head was worn, control unit was damaged, wire insulation was broken and the bearings were worn. It was determined that these failures were due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.